Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with no errors, alarms or warnings duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitivity to the keys was observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the insulin pump was inaccurately delivering insulin. The pump was reviewed with the reporter and found that the pump basal matched the active basal program, all of the boluses were recorded as programmed, and the basal and bolus totals were correctly reflected in the pump¿s total daily dose history. A review of the pump settings found that the pump bolus settings were incorrectly programmed related to the issue. The patient indicated still believing that there may be an insulin delivery issue after troubleshooting findings. This complaint is being reported because the patient¿s allegation of inaccurate delivery was not resolved with the troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.